Event description:
According to the event description: "I, (B)(6), went to (B)(6) mr (B)(6) room to put up continuous intravenous fentanyl with (B)(6). Diluted 500mcg (10mls) fentanyl with normal saline (40mls), for a total of 50mls. Prime infusion tubing with 4mls of diluted fentanyl. Balance of 46mls was seen in syringe. Infusion was started. At the same time patient requested for a bolus purge, 60mcg (6mls) bolus was given to patient and notice that the balance in the syringe after purge was 33mls instead of 40mls. Informed (B)(6). Changed the syringe pump and started volume at 33mls. "

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for further investigation. Therefore, only the uploaded history file was analyzed. According to the history files, a syringe change was performed on the pump on the 21st of (B)(6) 2024, at 08:54pm. The syringe "terumo 50ml" was selected and the drive stopped after 11720 motor steps. According to the motor steps, a remaining volume of approximately 41ml was in the syringe instead of 46ml. After contacting the safety office responsible for this case, it was determined that a technical safety evaluation of the currently available service manual from the service portal must be conducted on the pump. Additionally, removal of the upper housing is required to allow inspection of the internal components. The technical safety check was performed in singapore by b.braun. The technical safety check was not passed because the service document had been manually altered. A flow accuracy test had been added, although such a test is not part of the approved procedures for the perfusor space system. Furthermore, the "fluke ida 5" flow analyzer was used during testing. This device is not authorized for use in the testing of b. Braun pumps and therefore invalidates the results of the assessment. Due to these deviations, the pump was requested for analysis, but it was not sent to melsungen for investigation. Therefore, the defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.